Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10 a getinge field service engineer(fse) evaluated unit. It is verified that the leak test ¿all manifold tests¿, it does not pass since it detects a leak of 99 mmhg of leak diff prs in the pim test. The root problem is verified to be in the pim pneumatic interface module, pneumatic module assembly, when carrying out tests with another pim the equipment passes all the tests. When the device is turned on, the system test appears ok but it sends a message that batterypack batteries, li-ion and pim pneumatic interface module must also be replaced. Batterypack batteries, li-ion do not pass the battery calibration test because they have a date of manufacturing from 2013 and the other from 2016. The spare parts are replaced. Preventive maintenance is carried out on the equipment and it is left working correctly.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e1 (phone#), g3, g6, h2, h10.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during corrective maintenance that was carried out with replacement of spare parts by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) equipment has leaks pneumatic interface. There was no patient involvement.